Event description:
Patient experienced chronic inflammation. It was confirmed that the surgery was on the left knee and there were two revision surgeries for ganuloma. Original surgery was performed in 2007.

Manufacturer narrative:
Product recall initiated august 21. 2007. Lot number provided cannot be verified for device history records.